Event description:
A malfunction alarm was reported without any preceding notable events. There was no adverse impact on the customer's blood glucose level. The customer was provided with a replacement pump by cts, and they agreed to return the faulty pump to tandem using a pre-paid label within ten days to avoid charges. While the replacement pump was being sent, the customer decided to use multiple daily injections as backup therapy. Additionally, cts provided guidance on activating storage mode on the faulty pump and advised on necessary steps for setting up the replacement pump, which the customer acknowledged.